Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 11/06/2014. Evaluation shows broken weld at saddle. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the left side cross brace broke at the weld where it attaches to the chair.